Event description:
Boston scientific received information that this pacemaker exhibited a sudden drop in the battery status indicator despite the device indicating that there was greater than 5 years longevity remaining. All lead measurements were noted to be stable and within normal limits. The physician expressed concerns that the battery was depleting faster than expected. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.